Manufacturer narrative:
(B)(4).

Event description:
The complaint states that unable to change alert settings on the mobile app was reported. Data was evaluated and the allegation was confirmed. The probable cause was determined to be app crashed when trying to enter the alert settings.